Manufacturer narrative:
Hemopericardium was observed during the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Device attempted but not implanted due to patient having hemopericardium. The patient coded during the attempt and had to be transferred to another hospital where they performed surgery to remove the clot. Should additional information become available, it will be added to this file.